Event description:
It was reported that the patient was experiencing sedation and a low blood pressure. The patient was responding to narcan. The reporter did not know if the pump had recently had dose adjustments or refills. The reporter wanted to stop the pump. The pump was delivering morphine. It was later reported that the sedation was thought to be secondary to poly pharmacy/dehydration. No device troubleshooting was done. The patient had improved and was to be transferred to a snf (skilled nursing facility). The device remained in the patient and was running.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).